Event description:
It was reported that after 2 joules had been expended during a photoselective vaporization of the prostate (pvp) the fiber broke. A second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
The following fields were updated with the additional information received- d4 lot number.

Event description:
It was reported that after 2 joules had been expended during a photoselective vaporization of the prostate (pvp) the fiber broke. A second fiber was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber identified the glass cap exhibited mild devitrification at the output window. Although analysis identified fiber tip devitrification, please note that devitrification observed is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. During visual analysis, it was also noted that the glass cap was fractured at the proximal and distal ends. The fiber was tested with the helium-neon (hene) laser fixture; no signs of breakage were identified along the length of the fiber. The control knob is attached and aligned with fiber and can rotate the fiber. Additionally, the fiber was tested with the forward firing test fixture, and it was noted that the rate of forward firing was below the threshold for potential patient harm. The connector cone, segments, and tabs appear in good condition and secured. According to the device instructions for use (IFU), connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Do not excessively manipulate or bend the fiber. Based on the analysis results of the fiber tip, the device likely experienced excessive manipulation, inadvertent heavy tissue contact and a decrease in saline flow; all of these conditions are advised against in the IFU as they could cause elevated temperatures that may lead to circumferential fractures. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture.

Event description:
It was reported that after 2 joules had been expended during a photoselective vaporization of the prostate (pvp) the fiber broke. A second fiber was used to complete the procedure. There were no patient complications.